Event description:
As reported, the bakri tamponade balloon catheter leaked during treatment of postpartum hemorrhage [pph]. After giving birth via a cesarean section, the woman had weak uterine contractions and experienced bleeding of 450 ml. The device was prepared for use to control the bleeding. Before insertion, both the internal and external packaging were found intact. The balloon was tested with saline, revealing a pinhole leak at the balloon (patient identifier (B)(6)) and catheter (patient identifier (B)(6)) area. The defective balloon was immediately replaced with a new one. Postoperatively, the total blood loss was 520 ml. No blood transfusion was needed, and hemostasis was successfully achieved. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1: phone: (B)(6). H3: device has been returned, and preliminary evaluation has been performed, however, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: h3. This investigation deals with both failure modes as reported: balloon leak and lumen leak. Investigation ¿ evaluation. As reported, the bakri tamponade balloon catheter leaked during treatment of postpartum hemorrhage [pph]. After giving birth via a cesarean section, the woman had weak uterine contractions and experienced bleeding of 450 ml. The device was prepared for use to control the bleeding. Before insertion, both the internal and external packaging were found intact. The balloon was tested with saline, revealing a pinhole leak at the balloon (patient identifier (B)(6) and catheter (patient identifier (B)(6) area. The defective balloon was immediately replaced with a new one. Postoperatively, the total blood loss was 520 ml. No blood transfusion was needed, and hemostasis was successfully achieved. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation for the same lot number with 2 different failure modes (patient identifier (B)(6) and patient identifier (B)(6). Functional tests and visual inspection of the returned complaint device was also conducted. One device was returned for investigation. The complaint device was returned without package or label. Visual inspection did not note any damage to the device. The balloon was inflated with water, and a leak was observed between the lumens. Although the returned device did not leak from the balloon, the photo provided by the customer shows a leak from the balloon. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for this failure mode. A complaint history database search showed no other related complaints associated with the failure mode. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information, inspection of the returned device (including both failure modes), and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.